Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an 80mm ruptured aaa. It was reported that the patient presented emergently with abdominal pain and was diagnosed with a ruptured aaa. The physician implanted four endurant ii stent grafts however after the stents were implanted, the patient's blood pressure dropped and heart stopped beating. Defibrillation and cardiopulmonary resuscitation failed and the patient died during the ruptured aaa repair. Per the physician the cause of the event is undetermined. It could not be confirmed if the cause of death was related to the device or procedure. No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Film analysis the reported events could not be assessed on the films provided. Analysis of the returned stills did not reveal any out of specification stent graft integrity issues with the implanted endurant stent graft system. The cause of the events could not be determined. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 30-aug-2026, UDI#: (B)(4); product ID: etlw1624c93ee, serial/lot #: (B)(6), ubd: 14-jun-2026, UDI#: (B)(4); product ID: etlw1624c124ee, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Annex e code e1002 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.